Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any other anomalies.

Event description:
During attempted implant, loss of capture and loss of sensing were observed on the right atrial (ra) lead. A different ra lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.